Event description:
The patient received the scs system on (B)(6) 2009. It was reported that the ipg needed to be recharged more frequently. The patient has also been experiencing difficulty with communication between the charging system and the ipg. A replacement charging system was unable to improve communication or decrease the charging burden. No further information is available at this time.

Manufacturer narrative:
This serial number is associated with a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.